Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was told by a healthcare provider (hcp) that her controller was malfunctioning. It was reported the controller would not program the ins, and the controller would not charge the ins. The ins was checked and no issue was determined, but it was found that the external equipment was not working. The caller later stated he was unsure if the ins was checked. The caller did not know if the patient was having a routine reprogramming, stating instead that "it just quit working." It was not clarified what the caller was referring to. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.